Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported she a left tka on (B)(6) 2015. Patient stated she has been experiencing swelling, stiffness, pain and loosening since her surgery. Patient stated that she also experiences the same symptoms on her left foot as well. Patient went to another surgeon and he reviewed the bone scan she had done and he confirmed loosening and recommended revision surgery. Patient would like to know if her implants are part of a recall and would also like to know if there was a discrepancy with the implant labels.